Manufacturer narrative:
Patient information has been requested, but not provided. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported electromagnetic tracking was intermittent with the stealth station s7 system during an ent case. The tracer registration was good. Also, the surgeon checked the anatomy with anatomical landmarks and navigation was accurate. Case was completed with the use of the navigation system. No patient harm reported.